Event description:
The hcp reported the pt had been experieincing increased pain. At refill, the pump reservoir was found to be full. The pump was explanted and replaced and returned to the MFR for analysis.